Event description:
It was reported that the left ventricular lead had dislodged and was in the device pocket. No attempt to check the lead for any additional electrical anomalies was made. The lead was explanted and replaced. Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no allegation of premature battery depletion, the device was explanted prophylactically and replaced. There were no patient symptoms reported due to the event. The patient was stable after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.